Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. Reason of hospitalization and blood glucose value at the time of incident was unknown. Customer stated that on august 27, friday afternoon they went to change site after work and tubing filled twice and primed over 60 units and they were hospitalized. It was unknown that customer was using insulin pump or not within 48 hours of incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump and reservoir will not be returned for analysis.